Event description:
New information received notes that the noise issue was discovered during an in-clinic follow up. The right atrial (ra) lead was noted to exhibit noise oversensing resulting in inappropriate mode switch. No changes or intervention were done; the ra lead will continue to be monitored. The patient was in stable condition.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise. No changes or intervention were reported. The patient condition was not known.